Event description:
Reporter alleged the customer's comfort curve test strip vial was blank where the lot number and expiration date are supposedly located. Reporter stated she sees the words "use by" and lot but the area looks like the information was never located on the test strip vial. Reporter indicated the bottle of test strips were given to the customer while he was hospitalized which was not related to the meter, however, was diagnosed with diabetes at that time. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.